Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by a patient that the needle mechanism deployed prematurely before the pod was applied.

Manufacturer narrative:
The device was not deployed. The device's original download data reported an 0x5c alarm. During the device's rerun, the device alarmed once more, with refereence to an 0x40. Due to the noted alarms, the drive mechanism was removed. The rotational sensor spring connected to ground appeared to be installed incorrectly, favoring a lean towards the commutator cap. Additionally, the commutator cap fingers were deformed slightly within an outward tendency instead of lying flat against the cylindrical surface of the ratchet gear. These deformities is what caused the device to alarm.